Event description:
Patient had [(B)(6) ICD] single chamber defibrillator. His one and only lead was a medtronic 6949 sprint fidelis lead. Patient came to ER on (B)(6) 2024 having oversensing on his medtronic rv lead, leading to inappropriate shocks. Patient was brought into operating room, where the [(B)(6) ICD] was explanted and replaced with a new [(B)(6) ICD] dual chamber defibrillator. The medtronic rv lead was capped and a new, [(B)(6) hv lead] lead was implanted in its place. Patient is stable and recovering. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).